Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead triggered a patient alert for impedance ranges being higher than threshold. It was further reported that the left ventricular pacing impedance has fluctuated, to out of range impedances at times. Both leads remain in use and no patient complications have been reported as a result of this event.